Event description:
It was reported that a tsw35 was used during laparoscopic high anterior resection. It was reported by the affiliate that when the tsw35 was loaded for firing, the trigger of the firing trigger would not engage. A new cartridge was inserted and worked perfectly. There was no consequence to the pt.